Event description:
It was reported that the device will not deliver a shock during the operational check. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). It was reported that the device will not deliver a shock during the operational check. There was no reported pt involvement. The philips repair bench evaluated the device and verified the reported fault. The status log revealed errors related with the therapy pca. The therapy pca was replaced to resolve the errors. All performance assurance tests passed and the device was put back into service for use. We will consider this a malfunction of the therapy pca that caused the device to fail to deliver a shock during operational check.